Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tools were easily pulled out of attachment and were not properly secure. Therefore, the reported condition was not confirmed. It was further determined that the cone and lock sleeve were loose, and the collet and bearings were corroded. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr attachment device would not hold the burr device in place. There was a 10 minute delay to the surgical procedure while another electric pen drive device was retrieved and opened. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial report stated that the reported condition was "not confirmed". Upon complaint review, it was determined that the reported condition was "confirmed". If additional information should become available, a supplemental medwatch report will be sent accordingly.